Manufacturer narrative:
Additional information was added. The device was received for evaluation. Visual inspection was performed and all components were correctly placed; no visual defects were observed. Functional testing including pressure and block test were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked at the ¿white tubing segment junction." The event occurred while in use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.